Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Information received from the site indicated that that the patient experienced a syncopal episode where the patient fell. A computerized tomography (CT) head/brain scan revealed multiple infarcts that were chronic in multiple territories of the brain, and the patient was transplanted. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the front and rear housing disc curvatures were found to be deviating from release specifications. CAPA (B)(4) was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathological report revealed no evidence of thrombus within the device. The reported suction event was confirmed via log file analysis which revealed sixty-one (61) suction alarms logged si nce (B)(6) 2022.the reported pump sound/vibration event could not be confirmed due to insufficient evidence. Based on the risk documentation, the reported pump sound/vibration event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Based on the risk documentation, possible causes of the reported suction alarms may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula, and/or inappropriate pump rotational speed. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, syncope and neurological dysfunction are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Updated section: outcome attributed to adverse event b5- desc evt problem. D6b- explanted date. H6- imf FDA codes investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was successfully transplanted.

Event description:
It was reported that the patient had a syncopal episode where the patient fell and did not hit their head. The patient went to the emergency room where the patient and provider reported palpable vibrations over the left nipple line from the ventricular assist device (vad). The provider noted that the vad sounded turbulent. The sounds were continuous and not intermittent during times of suction. Logfile review noted suction alarms. A computerized tomography (CT) head/brain scan was performed and revealed multiple infarcts that were chronic in multiple territories of the brain. No further interventions were taken. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding additional event details, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient required an invasive pulmonary artery catheter to monitor hemodynamics for suspicion of decreased cardiac output and "fear of impending lvad failure".

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b5 and h6. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had acute renal insufficiency and concerns of pump thrombosis. The patient has been symptomatic with each pump stoppage.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the front and rear housing disc curvatures were found to be deviating from release specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathological report revealed no evidence of thrombus within the device. The reported suction event was confirmed via log file analysis which revealed sixty (60) suction alarms and one (1) low flow alarm logged since (B)(6) 2022. Of note, no vad stops were logged within the analyzed period. As a result, the reported "pump stoppage" event was not confirmed. The reported pump sound/vibration and thrombus events could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the suction and low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, const riction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the risk documentation, the reported pump sound/vibration event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Per the instructions for use, syncope, neurological dysfunction, renal dysfunction, and thrombus are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.